Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1600281 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon stated that the m/l hem-o-lok clips did not completely open when loaded into the jaw of the applier. He also said that some clips were not loading straight, meaning the bottom was ahead of the top, or vis-a-versa. There was no patient injury.